Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.

Event description:
During preventive maintenance, the pump system would not switch to backup battery power when the ac source was removed. There was no adverse consequence to the patient as a result of this event.